Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2012, a 19mm trifecta valve was implanted during an avr procedure. On (B)(6) 2019, the patient was admitted with symptoms of aortic stenosis and a mean gradient of 51mmhg. On (B)(6) 2019, the physician elected to perform a valve in valve procedure and a 23mm portico valve was implanted. No patient consequences have been reported.

Manufacturer narrative:
An event of aortic stenosis and a mean gradient of 51mmhg was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In 2012, a 19mm trifecta valve was implanted during an avr procedure. On (B)(6) 2019, the patient was admitted with symptoms of aortic stenosis and a mean gradient of 51mmhg. On (B)(6) 2019, the physician elected to perform a valve in valve procedure and a 23mm portico valve was implanted. No patient consequences have been reported.